Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00261.

Event description:
It was reported the during the final tightening process intra-operatively, the tip of a screwdriver broke off and the tip of a second screwdriver twisted. Screwdrivers from another set were used to complete the procedure, which led to a delay to the procedure but without patient impacts. This is report two of two for this event.

Event description:
It was reported the during the final tightening process intra-operatively, the tip of a screwdriver broke off and the tip of a second screwdriver twisted. Screwdrivers from another set were used to complete the procedure, which led to a delay to the procedure but without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Correction in h3. Additional information in h6: component code, type of investigation, investigation findings, and investigation conclusions. Device evaluation: visual inspection revealed both tips of the devices are twisted/deformed and one of the tips has also cracked. Potential cause root cause was unable to be determined. Tip fracture or stripping of the plug driver can occur when the driver is over torqued or when force is applied off-axis. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.